Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing and programmed high output. It was further reported that the right ventricular (rv) lead had programmed high output. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.